Event description:
It was reported to covidien on (B)(6) 2014, that a customer had an issue with a dialysis catheter. The customer states that there was a leak of fluid (blood) at the middle of v line. The clinician clamped area of the leakage and changed to use a competitor's product. Patient involved without injury. No additional information provided.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forward.

Event description:
The product sample was not returned and no photos were received. More information was requested to the customer and no additional evidence was provided for this analysis. This complaint will be reopened and updated accordingly if the product sample is returned. The manufacturing lot number associated with this complaint was 357092. The DHR review indicated that there was no quality issues associated with this defect mode. However without the sample, this cannot be confirmed. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.